Manufacturer narrative:
Lot number was provided by consumer however product return has not been requested as case concerns long-term product usage therefore unable to proceed with batch retain testing or product investigation.

Event description:
Neuropathy both legs, feet, hands, arm and sometimes in torso [neuropathy peripheral], can not walk right/ problems walking uses a cane [gait disturbance], delayed sensation of touch on hands and feet [paraesthesia], can't eat well [ill-defined disorder], loss of feeling in foot [sensory loss], balance problems [balance disorder], device misuse (may occasionally use too much fixodent) [device misuse]. Case description: a consumer reported that they, an adult male age unspecified, used fixodent denture adhesive, free cream 1 application, 1 /day and fixodent denture adhesive, form/version unk, and reported the following: neuropathy both legs, feet, hands, arms and sometimes in torso, cannot walk right/ problems walking uses a cane, delayed sensation of touch on hands and feet, can't eat well, loss of feeling in foot, balance problems, and device misuse (may occasionally use too much fixodent). Various physicians were seen. Treatment: not specified. The case outcome was not recovered/not resolved. No further info was provided.